Manufacturer narrative:
The malfunction occurred during use of the product, surgeon indicated that the surgery completed successfully using a tka implant system. Evaluation of the system logs indicated that there was an initial camera connection error that started the event. Probable cause of the initial event was a loose fit on the camera hybrid cable connection which caused an error when the robot was moved. The standard procedure does not require rebooting the robot, but a reboot could be used to recover from a camera connection error. Evaluation of the robot logs indicated that the system was rebooted but the homing procedure was not completed following the reboot.

Event description:
Tka conversion.